Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The consumer reported that a manufacturer¿s representative (rep) told them that the permanent implant could either have low or high settings, that it was either or and not both. The consumer reported that the patient wanted to be able to have both a high density and low density program she could switch between. The consumer reported that the patient was now using the high density programming with the permanent implant and she was having to charge very often and the battery charge wouldn¿t even last 24 hours. The consumer reported that it had become a real problem because the patient had to take the charge with her when she was away from home because the implant battery didn¿t last, didn¿t work and depleted super quickly. The consumer reported that a rep told them she would make an appointment to put the low density programming on the device but told the patient she couldn¿t have the high density. The consumer reported that the patient was upset because she would have never gotten the device if she knew the permanent implant wouldn¿t work like the trial. The consumer reported that the permanent implant didn¿t do anything compared to the trial. No further complications were reported.